Event description:
It is reported that the instrument would not fire.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Based on communication with the sales representative, once the device was lubricated, it does function as designed. The zimmer "instrument care, cleaning and sterilization instruction" booklet states that hinges, threads, and other moving parts should be lubricated using a commercial, water-soluble, surgical grade lubricant prior to sterilization. The design of the distractor was modified and in july 2013, a recall was initiated to remove the distractors produced prior to the changes. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.